Event description:
Customer reported the system is having boot issues. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the frequency inverter. System operates as intended.